Manufacturer narrative:
Parts were ordered, and follow-up work was scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the arm had no movement due to a parts issue identified on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.